Manufacturer narrative:
(B)(4). Jaw the analysis found that the device was received in good visual condition. Further inspection found that the jaws had become yielded; however, upon firing eight conforming clips were fed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic chole procedure the jaws were not closing correctly and the clips were ejecting from the device. Another device was used to complete the case with no patient consequence.